Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196-88 lead implanted (B)(6) 2011; 6947-65 lead implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to unexpected longevity. It was further reported that the right atrial (ra) lead exhibited impedance measurements between a low and normal range during the procedure. Noise was also observed. Hypotension and vein occlusion prevented a lead revision at the time, so the ra lead remains in use. No patient complications have been reported as a result of this event.